Event description:
A successfully lotus 23 mm valve implanted in a (B)(6) female. Access through a small lotus introducer through left side femoral artery. No problem or complication during valve implantation. When anesthesia guy went to wake up the pt after procedure, the pt did not respond and did not awake. Stroke was suspected and then confirmed with a brian vessels angiogram. Hosp called neuro radiologist who treated the pt mechanically and with drugs to dissolve the thrombus. Revascularization was achieved. Pt is at the ICU at the hospital. After finished managing the complication, physicians claimed issue was absolutely not related to lotus use.

Manufacturer narrative:
New info rec'd as of 25th of march 2015, from (B)(6), that the pt did not recover from the stroke and died on the (B)(6) 2015.